Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience elevated blood glucose (bg value not provided). No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.